Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 530 mg/dl at the time of the incident. The customer believes they went high due to running out of insulin. The customer was at 234 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer stated he pump was showing 70 units available and the reservoir had about 45 units. The customer thought the pump had an over delivery issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test and prime/a33 test. However, unexpected no delivery alarm during excessive no delivery test due to faulty force sensor resistance (gold). Insulin pump passed the dat at 0.08785 inches.